Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019. It was noted that the implantable cardiac monitor exhibited multiple undersensing episodes. No further episodes were noted since (B)(6) 2019. Last communication with the device via merlin was 5 days ago approximately, from the date of the clinic follow-up. Multiple attempts to interrogate the device was unsuccess. It was noted that when the patient removed the dressing, there was a little bit of blood and metal attached to the dressing. The device was no longer implanted in the patient. No obvious adverse effects were noted.